Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Two months later, a postoperative computed tomography scan revealed a distal type I endoleak. In addition, the diameter of the patient's aneurysmal sac had increased. A gore excluder aaa endoprosthesis contralateral leg component was implanted and the distal type I endoleak was successfully repaired. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.